Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two scs systems (cervical and thoracic). It was reported the patient developed an infection at the cervical ipg site. As a result, surgical intervention was undertaken wherein the ipg was explanted due to the issue. Reportedly, the patient was treated with antibiotics and the issue subsequently resolved.